Event description:
Metaport catheter fractured at the junction when family member accidentally stepped on IV line connected to the catheter and then attempted to move the pt. Bleeding line clamped off. Pt had to return to o.r. For reinsertion of new centeral line requiring extended hospital stay due to need for general anesthesia.